Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to frequent pump stoppages and low flow alarms confirmed via the system controller log file. The patient was hemodynamically stable. The patient was placed on battery support and no further pump stoppages occurred. A non-grounded patient cable for use with the power module was requested. On (B)(6) 2018, a distal end percutaneous lead (driveline) evaluation was performed by the manufacturer's technical service representative. A pump stoppage occurred when the patient performed body movements. The pump restarted without intervention. No additional information was provided.

Event description:
Additional information: it was reported that x-ray images taken after the distal end percutaneous lead (driveline) replacement were reviewed by the manufacturer's technical services and showed no change from previously submitted x-ray images. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. The report of low speed and pump stop events can be confirmed based on the submitted system controller log files. The log files contained overlapping data which captured numerous low-speed events and pump stoppages while the patient was supported by the patient cable, power module, and mobile power unit. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.